Event description:
Vns pt experienced an increase in seizure frequency, possible above pre-vns baseline frequency. It was reported that the pt recently experienced 3-4 seizures in one month. Manufacturer has not been able to obtain pre-vns seizure data from treating neurologist to date and has conflicting data on file the pt. Per manufacturer's records, the pt's pre-vns seizure frequency is documented as being both 0-4 seizures per month and 1 seizure every 6 months. In comparison to the latter, the current seizure rate reported is above pre-vns baseline frequency. Treating neurologist reportedly increased the pt's zonegran dosage and the pt plans to follow-up with their gynecologist regarding the possibility of hormonal changes causing the increase in seizure activity as the seizure occur at the end of what would have been their monthly cycle. It was reported that treating neurologist discontinued the pt's dilantin and tegretol at the same time prior ot vns implant, leaving the pt on only zonegran. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.